Event description:
Surgeon says the handpiece lit a small fire while in use inside the patient's abdomen. Instrument was immediately removed from field and replaced with a new handpiece.what was the original intended procedure?laparoscopic left colectomydevice #1is this a laboratory device or laboratory test?no